Event description:
It was reported that pump screen remained dark and would not turn on, and that pump button was extremely difficult to press and often required multiple presses to activate screen. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to press button firmly in a specific way, which temporarily restored display, but ongoing difficulty led technical support to arrange pump replacement; customer planned to use multiple daily injections as backup therapy, agreed to place pump in storage mode before return, understood need to reenter pump settings and reconnect continuous glucose monitor on replacement pump, and was instructed to return problematic pump using provided label within 10 days.